Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the tip of the blade broken off and missing. No scratches or gouges were noted on the blade. The blade was noted to have a hot spot. The device was also noted to have the clamp arm detached and missing. The device was nonfunctional due to the returned condition.

Event description:
It was reported that the device was used during a laparoscopic assisted sigmoid colectomy, the blade broke off in the patient's body, but was recovered. The surgeon had taken the blade across the ligaclip, which could have fractured the blade. There was no patient consequence.